Event description:
Info received indicates, the brake will not hold.

Manufacturer narrative:
The technician found the foot end of the bed moved slightly when the brake was set. The technician found the adjusting screw on the brake/steer caster was all the way down and could not be adjusted further. The technician replaced the brake/steer caster to repair the bed.